Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). The service technician replaced the main board as a precaution for the ventilator inoperable (inop) code.

Event description:
The customer reported the model palmtop ventilator (ptv) revel had a damaged pigtail. Upon service, a ventilator inoperable (inop) code on the event tracing was found. The customer stated the unit was not on a patient at the time of the incident and there is no reported patient injury or harm related to the event.